Event description:
It was reported that during a coronary stent procedure, the physician experience removal difficulties after stent deployment. The delivery device was removed with some force. Upon removal, balloon damage was noted. No patient injuries or complications were reported.